Manufacturer narrative:
On february 13. 2024, mentor was notified that the patient underwent breast implant removal on (B)(6) 2024. Patient information was also received. Patient age at the time of event: 52 years old. Ethnicity: not hispanic/latino. Race: white. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, implant site calcifications. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using mammogram imaging. Additionally, she describes the left breast as hard and has scar tissue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-02773 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 15, 2023, mentor received additional information. The patient stated in addition to the hardness, she also experienced left breast pain. Mammogram results were provided and also indicated that the patient had multiple left breast calcifications in the upper inner aspect. Additionally, the patient's date of birth was provided. The appropriate field has been populated. On march 27, 2023, mentor was notified that the patient began feeling hardness and achiness of the left breast on june 27, 2017. As such, the date of event was updated to june 27, 2017. Manufacturer¿s reference number: (B)(4).